Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed the battery indicator warning. This complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue first started at an unspecified time on (B)(6) 2017. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient did not develop any symptoms as a result of the alleged product issue but stated that they had to go to the emergency room (e.r) on (B)(6) 2017. While in e.r. The patient received insulin from a healthcare professional (hcp). No blood glucose readings around the time of this treatment were provided and no further treatment was noted. At the time of troubleshooting the cca noted that the battery did need to be changed on the meter, however the patient did not have any batteries at the time of the call. There was no misuse of the device. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have been unable to test their blood sugar using the subject meter which led to them developing signs which meet lfs¿s criteria for a serious injury reportable adverse event.